Event description:
The customer contacted integra with a question regarding the sterility of the product. The customer stated that the "packaging is stating both sterile and non-sterile. Product label description states non-sterile". There was no pt contact or injury reported.

Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.